Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps involved with this complaint and completed the device evaluation. Failure analysis did not replicate nor confirm the reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. A review of the device logs for the prograsp forceps (part# 420093-14/ lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the prograsp forceps was last used on (B)(6) 2022 via system serial# (B)(4). There were 5 uses remaining after this last usage. A review of the provided image was performed by an intuitive surgical, inc. (Isi) fae. The following additional information was provided: no visible damage to the instrument cables were observed. This complaint is being classified as a reportable event due to the following conclusion: it was reported that the cable was stuck in the tissue when the instrument cable was broken. Medical intervention may be required in the event that the instrument broken cable fails to release from tissue. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal without lymphadenectomy prostatectomy surgical procedure, the cable of the prograsp forceps (pf) instrument was disconnected, and the patient's tissue was stuck. The customer used arm 1 to open the pf jaws to remove the tissue. When the jaws of the pf were manually bent to the side, a click sound was heard, and the cable returned. The procedure was completed with no reported injury with a backup pf instrument. Isi followed up with the initial reporter and obtained the following additional information: the pf was inspected prior to use with no issue. The pf did not collide with any other instrument or tool. The cable of the pf was dislodged during procedure, and the instrument could not move. The pf was grasping tissue at this time, and the tissue was stuck in the pf jaws. No error message appeared. Instrument release kit (irk) was not used to open the jaws. The surgeon used the other instrument on arm 1 to open the pf jaws to release the tissue. The jaws were bent manually, and the dislodged cable returned to the original place after a click sound. There was no adverse effect to the tissue. There was no unexpected tissue removal and no unexpected bleeding. The patient did not require a blood transfusion.